Event description:
It was reported that the device was alarming - cassette not attached properly- reattach. The event occurred during testing.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed through testing. It was found that the downstream occlusion seal was nonreactive. Along with the upstream occlusion seal was found buckling. Both seals were replaced.